Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient might have some irritation, but they were not sure it was related to purewick female external catheter. It was noted the patient had been using this product more than 90 days. Per follow-up information received on (B)(6) 2022, reported that the purewick female external catheter did experience irritation in the genital area and an open wound was discovered. The doctor prescribed the antibiotic cream.

Event description:
It was reported that the patient might have some irritation, but they were not sure it was related to purewick female external catheter. It was noted the patient had been using this product more than 90 days. Per follow-up information received on 03may2022, reported that the purewick female external catheter did experience irritation in the genital area and an open wound was discovered. The doctor prescribed the antibiotic cream.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be " inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warnings: discontinue use if an allergic reaction occurs. Precautions: always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.